Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure, the nim vital had excessive noise on channel 1 and receiving an out of measurement range error. Rebooted the system but issue remained same. The procedure was completed with nim 3.0 system and there was a delay of less than a hour. There was no patient impact.

Manufacturer narrative:
H3: product analysis confirmed the reported issue of strange noise but could not duplicate the error code message. Unit presented with afe board failure. H6: previously applied codes of fdm b17 and fdr c20 are no longer applicable. Previously applied additional code of img g02030 is no longer applicable. Correction in section e: initial reporter details were updated as it was not provided in previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code of fdc d16 is no longer applicable. Correction in h6: codes of fdm b01, fdr c0201 fdc d02 are applicable for product ID: nim4cpb1, serial/lot #: (B)(6), UDI#:(B)(4). And codes of fdm b17, fdr c20 and fdc d20 are applicable for product ID: nim4cm01 and serial: (B)(6). Previously applied additional code of g02030 is applicable for product ID: nim4cm01 and serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.